Event description:
(B)(4). Event occurred in the united states. The patient reported that on the first day of use, the infusion set tubing came apart at the insertion point while the patient was walking at home. This was the first time that it happened. The site and pump location was left side of patient's abdomen. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.